Event description:
It was reported that the patient's inflatable penile prosthesis had a cylinder aneurysm. The cylinders and pump were replaced with 18cmx12mm cylinders and a pump. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient's inflatable penile prosthesis had a cylinder aneurysm. The cylinders and pump were replaced with 18cmx12mm cylinders and a pump. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Product was explanted and expected to be returned.  A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that the patient's inflatable penile prosthesis had a cylinder aneurysm. The cylinders and pump were replaced with 18cmx12mm cylinders and a pump.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.